Event description:
Caller reported blood glucose result of 370 mg/dl on the advantage system, professional system result of 146 mg/dl within 10 minutes. Reported no adverse event relative to this discrepancy. Strips not available for return, replacement system sent.